Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Emergency medical services (ems) were called who transported customer to the hospital, where they were subsequently admitted to the intensive care unit (ICU). Reportedly, customer was using the infusion set and cartridge longer than labeled usage. Tandem technical support informed customer that using supplies longer than label usage is off label per the tandem user guide. Additionally, it was reported that the cartridge was leaking from undefined location. Customer was treated intravenously with fluids of saline and insulin. Issue was resolved with no permanent damage and customer was released (B)(6) 2025. Customer reverted to an alternate method of insulin delivery.